Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that since the implant of this device she felt like she was had bladder issues and used the restroom "all the time." The pump had been implanted on the patient¿s right side. This device system delivered morphine. It was later reported that the patient was concern regarding the care she had received. The patient established care with her new physician and her concerns regarding her device and therapy were reported as resolved. The health care provider later reported that cause of the event was not known. The patient¿s pump was decreased at the time of replacement in (B)(6) 2012. The patient had reported decreased pain control and the patient outcome was reported as ¿no injury.¿ it was further reported the patient claimed to have ¿issues¿ as well as pain from another implanted therapeutic device. In addition, there was inadequate pain relief since the pump was implanted in (B)(6) 2012. Reportedly, the patient continued to experience pain and issues with urinary symptom control. There was concern and the patient believed this was due to the proximity, an interaction between other implanted therapeutic device and the pump. Prior to this pump, which was implanted on her right side and closer to the other device, she did not have the issues.